Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their bite feeling off and provided a bite video. Bite video reviewed and bite was articulated wrong and requires a resting period.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.